Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and button error alarm due to corroded keypad traces. There was no moisture on the electronic and motor assemblies. The pump had cracked display window corner, scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 112 mg/dl at the time of incident. The customer stated that the pump alarmed button error. She stated that she dropped the pump in a bucket of water. She was able to remove it quickly and it was working until that night. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.